Manufacturer narrative:
Analysis of the catheter revealed catheter body significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15mg/ml fentanyl at 3mg/day via an implantable infusion pump for an unknown indication for use. A CT scan and ultrasound were performed and it was found that there was a large amount of fluid in the pump pocket. The pump had flipped and the catheter was wound up and severed. The pocket was filled with cerebrospinal fluid and medication. The pocket site was very swollen. The patient was more active than usual recently and may have caused the pump to flip. The patient's catheter was replaced and the pump was anchored higher up to attach to stronger fascia. It was reported that the issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.